Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system, including an ipg, on (B)(6) 2009. It was reported the pt can no longer decrease the scs stimulation. Both the amplitude increase and decrease keys of his pt programmer cause the stimulation to increase. As a result, that pt had the stimulation disabled. A new pt programmer was sent to the pt. Attempts to obtain additional information regarding the pt's condition and/or device status since receiving the new pt programmer were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.